Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.

Event description:
It was reported that occlusion alarms occurred. System check was started with tandem technical support (tts), however, customer declined to complete the check. Reportedly, the customer flips the cartridge over, and does not release the plunger when removing air from the cartridge, and wears the cartridge for 4-9 days. Tandem clinical support informed customer that flipping the cartridge over, and not releasing the plunger when removing air from the cartridge, and wearing the cartridge for 4-9 days, is off label per the tandem user guide. Customer resumed insulin therapy on the pump. Customer¿s blood glucose level was 288-350 mg/dl.